Event description:
Reporter indicated a programming anomaly occurred. The pt's generator was found programmed unexpectedly to 0ma at an office visit. The pt was reprogrammed and no further problems have been indicated by the site. Review of the programming history has not found a cause for the change in settings. Further programming info has been requested from the site.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.